Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under- and over- responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 10/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The ok keypad button was unresponsive during testing. All other keypad buttons responded appropriately. The keypad was removed and moisture was found under all the button contacts. The pump was opened and evidence of moisture was observed on the keypad flex connector and pcb. Unrelated to the complaint of keypad response issue, a visual inspection of the pump revealed that the pump casing was cracked at the top right corner between display lens and pump seal.